Event description:
Conmed japan reported on behalf of the customer that the as-ifs1, airseal ifs, 110v, device was being used on (B)(6) 2024 during a robot assist low anterior resection procedure when it was reported ¿sales department received information that the removal of the endotracheal tube was delayed due to hypothermia of 34 degrees during robot-assisted low anterior resection performed on (B)(6). Although it took some time, the tube was removed within that period and the surgery was completed. The doctor said he didn't remember everything, but he said he often suffered from hypothermia.¿. The procedure was completed and there was no report of medical intervention, or extended hospitalization for the patient. Per further assessment "it is not possible to obtain any information other than intake information because all events have been confirmed in the past.". This report is being raised on the reported injury due to the patient obtaining hypothermia.

Manufacturer narrative:
The device will not be returned, and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. The service history review cannot be conducted as a serial number was not provided. A device history record (DHR) review cannot be conducted as a lot number was not provided. A two-year review of complaint history revealed there has been a total of 12 complaints, regarding 12 devices, for this device family and failure mode. (B)(4). Per the instructions for use, the user is advised that the gas flow can lead to a lowering of the patient¿s body temperature during insufflation. Hypothermia during insufflation can cause heart and cardiovascular problems. To reduce this risk, minimize high gas flows due to large leaks, the use of cold irrigation and infusion solutions. Always monitor the patient¿s body temperature during the entire surgical procedure. The insufflation gas flow usually drops significantly after the target pressure has been reached and it is then only required to maintain the abdominal pressure. However, leaks within the abdomen or the instrument can lead to a constant gas flow of above 1 l/min. When operating on children younger than 12, a gas flow of more than 1 l/min poses an increased risk of hypothermia for the patient. Corresponding measures to prevent hypothermia include the use of blankets or pre-warmed gas. The patient¿s body temperature has to be monitored at all times during surgery. We will continue to monitor for trends through the complaint system to assure patient safety.

Manufacturer narrative:
Update: response to FDA request for justification and CAPA number: during an internal audit, at our japan office, it was identified that some incidents were inadvertently not captured within our complaint system and thereby not evaluated for reportability to the FDA within the 30-day submission deadline. As a result, conmed has opened and completed CAPA-2024-15 to investigate, determine the root cause and complete appropriate corrective actions. Manufacturer narrative: the device will not be returned, and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. The service history review cannot be conducted as a serial number was not provided. A device history record (DHR) review cannot be conducted as a lot number was not provided. (B)(4). Per the instructions for use, the user is advised that the gas flow can lead to a lowering of the patient¿s body temperature during insufflation. Hypothermia during insufflation can cause heart and cardiovascular problems. To reduce this risk, minimize high gas flows due to large leaks, the use of cold irrigation and infusion solutions. Always monitor the patient¿s body temperature during the entire surgical procedure. The insufflation gas flow usually drops significantly after the target pressure has been reached and it is then only required to maintain the abdominal pressure. However, leaks within the abdomen or the instrument can lead to a constant gas flow of above 1 l/min. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
Conmed japan reported on behalf of the customer that the as-ifs1, airseal ifs, 110v, device was being used on (B)(6) 2024 during a robot assist low anterior resection procedure when it was reported ¿sales department received information that the removal of the endotracheal tube was delayed due to hypothermia of 34 degrees during robot-assisted low anterior resection performed on february 24th. Although it took some time, the tube was removed within that period and the surgery was completed. The doctor said he didn't remember everything, but he said he often suffered from hypothermia.¿. The procedure was completed and there was no report of medical intervention, or extended hospitalization for the patient. Per further assessment "it is not possible to obtain any information other than intake information because all events have been confirmed in the past.". This report is being raised on the reported injury due to the patient obtaining hypothermia.